Event description:
The event is reported as: complaint alleges: during the balloon deflation for catheter removal, the liquid removed from the balloon looks like urine. Furthermore, the catheter got some leaks during use. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to eval.